Manufacturer narrative:
Block h6: device code a0501 captures the reportable investigation result of basket detached. Block h11: investigation results the returned 11mm gemini basket device was analyzed, and a visual evaluation noted that the handle returned in good condition. It was also noted that the device returned with the basket on its open position, however, the basket tip was kinked. Microscopic examination was performed under magnification, and it was noticed that the sheath was buckled, and the basket was detached from the pull wire. Functional examination was performed, and the basket was unable to close when the handle was actuated due to the detachment. Destructive test shows evidence of the torque mark. The device was disassembled, and the handle cannula was properly assembled to the pinch vise. The handle cannula with the pull wire was removed and it was possible to see that the basket was detached from the pull wire. With the available information, boston scientific concludes that the device returned with the basket detached from the pull wire, and the basket was unable to be closed. Additionally, the sheath was buckled, and the basket tip was kinked. Based on analysis results, the reported device performance allegation could be confirmed. The observed issues could be related to handling and manipulation of the device during procedure, it is probable that an excess of force applied to the device such as operational factors during their use could cause the damages observed affecting the functionality of the device. Taking all available information into consideration, the most probable cause of this complaint is adverse event related to procedure because the adverse event occurred during the procedure and the device had no influence on the event.

Event description:
It was reported that a 11mm gemini basket device was used during a ureteroscopy (urs) procedure. During the procedure, the handle was dysfunctional, and the device did not close. The procedure was completed with another of the same device and there were no patient complications reported as a result of this event. Analysis of the returned basket identified the basket was detached from the pull wire.